Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract after use when the button was pressed. The following information was provided by the initial reporter: "needle would not retract when button depressed, had to withdraw needle from patient. Could not get it to retract outside of body either."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle would not retract after use when the button was pressed. The following information was provided by the initial reporter: "needle would not retract when button depressed, had to withdraw needle from patient. Could not get it to retract outside of body either."